Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the reporter to properly complete an investigation. Additional information has been requested by phone, fax, and email on (B)(4) 2012 and (B)(4) 2013. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) explanation following iol implant surgery. It is unknown why the lens was explanted. Additional information has been requested.